Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colo-anal anastomosis, ileostomy takedown and re-anastomosis procedure. There was difficulty placing the circular stapler. The stapler was able to be placed, docked, and approximated the tissue to green. The stapler was fired and removed. The surgeon tested the anastomosis and it fell apart. They were unable to view the staples and found one free staple. The staple line was incomplete. To correct the staple line, additional unanticipated tissue was resected and re-stapled. Surgical intervention was necessary. The anastomosis was redone. Surgical time was extended by two hours due to the product problem. A diverting ileostomy was created. An additional operation will be performed to correct the issue. Patient status reported as alive, no injury. The stapler sizers were used. Relevant medical history: hartmann's takedown, ileostomy, radiation and chemotherapy